Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before and after the procedure.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The implantable cardioverter defibrillator was noted to have premature battery depletion. No further information is available.

Manufacturer narrative:
Correction: reporter city should have been (B)(6) rather than (B)(6). Correction for follow-up number (2): date received by manufacturer should have been 01/08/2018 rather than 01/11/2018.

Manufacturer narrative:
The reported field event of a battery performance alert was not confirmed as this device is not on the fsca list of affected icds. Review of the device image was normal. No battery performance alert was observed. The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and high current was observed. The cause of the high current was an anomalous component on the hybrid.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was stable.